Manufacturer narrative:
The device was returned and evaluated; the customers allegation was confirmed. The air gauge was loose, due to a worn out connector socket, and air joint unit. Additional findings are as follows: the power switch at the front was damaged with a cracked protective cover, and its plastic cap was torn, and the air pressure was low due to faulty air pump unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the maintenance unit was not holding onto the leakage tester, and the connection on the front was the issue. The event was found during re-processing and the procedure was diagnostic. There was no patient harm associated with the event. Upon device return and evaluation, the power switch was found to be broken. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "protective cover of the power switch is broken" was confirmed - however, a further presumption of cause could not be determined. Olympus will continue to monitor field performance for this device.